Event description:
It was reported by the patient that they were experiencing dizziness and syncope even after getting the pacemaker. Technical services (ts) recommended the patient speak to their physician. The device remains in use. No additional adverse patient effects were reported.